Event description:
It was reported that a secondary administration set had no flow. At the start of infusion it was noticed that the medication was not flowing through the secondary set. The secondary set began infusing when the primary line was clamped with a padded hemostat. The device was being used with a baxter infusion pump and a primary set to infuse a non-baxter drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.